Manufacturer narrative:
On (B)(4) 2018, the mentor failure analysis lab received the device for evaluation. Also on (B)(4) 2018, mentor learned that the patient underwent bilateral lateral capsulorrhaphies, a right medial capsulotomy, and bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018; catalog # 3503504bc, s/n's (B)(4). The device evaluation was completed on 11/6/2018. Summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) for the lot number 6442798 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile a 325 cc saline prosthesis, catalog: 3502325, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile a 325 cc saline prosthesis developed a strange feeling and tingling in her right breast beginning (B)(6) 2018. The patient later noticed her implant was deflated. Her health care provider confirmed deflation on (B)(6) 2018. The patient underwent breast prosthesis explantation on (B)(6) 2018.